Event description:
During an initial implant procedure, decreased pacing impedance was observed on the right atrial (ra) lead. Additionally, the ra lead was connected to the pacing system analyzer (psa) and loss of sensing was observed. The ra lead was explanted and replaced to resolve the event. The patient was stable.